Event description:
It was reported that the insulin pump experienced a history anomaly. Customer stated that when she viewed her bolus history she found it was missing. Customer's blood glucose reading was 88 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No cosmetic damage noted. The insulin pump programmed with correct time and date. The insulin pump was monitored with a 1.0 u/hr basal rate for 6 days. Several bolus were programmed and delivered. The insulin pump delivered and recorded properly all basal or bolus delivered. The insulin pump was downloaded to carelink pro successfully. All bolus and basal delivered were found at the carelink report. No history anomalies noted. However, several alarms found at the alarm history file. The insulin pump alarmed due to a corrupted history file. No cosmetic damage noted.